Event description:
It was reported that during insertion, the interventional cardiologist stated the intra-aortic balloon (iab) was kinked and noted flash back of blood. A second iab was used, but a hole was noticed and blood was seen in the iab itself. It was immediately removed from the patient. There was no patient harm or adverse event reported. This report is for the 2nd iab used in this event. A separate report has been submitted for the 1st iab under mfg report number 248146-2023-00424.

Manufacturer narrative:
Occupation: surgical supply coordinator. Additional initial reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
Additional information: patient sex, age at time of event, date of birth, weight., age units (patient), weight (units), other relevant history device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Three kinks were observed on the catheter tubing approximately 72.6cm, 70.4cm and 51.6cm from the iab tip. The guidewire was returned within the iab inner lumen and was able to be removed without complications. The extender tubing was also returned. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and extender tubing was performed and a leak was detected on the membrane approximately 3.6cm from the iab tip measuring 1.1cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID # (B)(4).

Event description:
N/a.